Event description:
The patient was revised due to complaining of hip pain. The surgeon could not find anything wrong with the hip or components. The hip liner was changed while the hip was open very minimal wear was observed.